Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump piston was not moving at all and was not able to complete the load process but goes into the next step without the piston loading the reservoir. Customer blood glucose reading was 290 mg/dl. Troubleshooting was performed. Customer also reported no delivery alarm but the insulin exited. Customer has been on manual injection for several weeks. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with a no insulin flow block alarm, occlusion alarm and no delivery alarm anomaly. Pump seats immediately upon priming with a no insulin flow block alarm, occlusion alarm and no delivery alarm anomaly. Moisture damage found on electronic assembly, motor, force sensor during visual inspection. The insulin pump passed self test, sleep current measurement, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.